Event description:
It was reported that the guidewire and burr were stuck together. The 95% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery (lad). A 330cm rotawire and 1.25mm rotalink burr were used for rotational atherectomy. During the procedure, it was noted that the guide wire and burr were stuck together and the rotation speed only reached 153000 rpm from its set speed of 160000 rpm. The burr and wire were normally removed as one unit. The procedure was completed with another of same device. There were no complications reported, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6).